Event description:
A physician that was not involved in the patient's care reported that the patient passed away. Information from a newspaper article and an obituary stated that the patient died in their home following a seizure. Attempts for additional pertinent information have been unsuccessful to date. Based on the available information about the patient's death, an internal classification has determined that the death may be probable sudep.

Event description:
The patient's mother reported on social media that the patient had experienced many episodes of bradycardia within the six month prior to her passing due to sudep. It was not reported whether the bradycardia was related to the death. No further relevant information has been received to date.